Event description:
It has been reported that the event involved a patient (B)(6), sending for ohs (open heart surgery). While in the cath. Lab the tech prepped the iab and sheath. The tech flushed the sheath dilator as packaged (loaded backwards). The tech verified the flush occurred normally and then prepped correctly for iab insertion. Insertion of the iab was through the sheath via the right femoral artery was uneventful and pumping was initiated. The tech and the md then noticed that there was excessive bleeding around the sheath and after inspection they saw that the sheath had become disconnected from the hub entirely. The tech began to hold pressure and then md took over the groin hold. The md then attempted to reconnect/push the "straw" part of the sheath back into the hub, which held for a couple of minutes then disconnected again. The tech left the room for a minute and when she returned, the md had placed a wire in the central lumen and removed the iab back through the sheath and then removed the "straw" part of the sheath without issue. Within 5 minutes the md placed a second iab through the sheath with a side port without issue via the right femoral and began supporting the patient. The patient was then taken for ohs, CABG x 3 (coronary artery bypass graft of three vessels) and did receive 1 unit of prbc's (packed red blood cells) for a consequent drop in hgb/hct (hemoglobin/hematocrit). The patient's ohs (open heart surgery) was successful and he was discharged from the hospital (B)(6) 2015 with no recurrent admissions.

Manufacturer narrative:
Qn#(B)(4).